Manufacturer narrative:
Date returned to mfg: 1/8/2024 one device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log review was not applicable. Functional testing could not replicate the reported issue; the battery was able to be charged without issue. The root cause could not be determined. No further actions were taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of the file it was determined that it was entered on the incorrect record type. Please disregard any reports associated with file mrn 3012307300-2023-12189. Please reference file mrn 3012307300-2024-07256 for all details pertinent to this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: model and catalog is unknown. H3: device not received by manufacturer. B3: date of event is unknown.

Event description:
It was reported that the batteries were under low tension and no longer charging. Per reporter when the pump was connected and started to the patient for chemotherapy treatment at the hospital, it caused the device to exhibit low battery alarm. Additionally, the battery had recently been recharged before use. No adverse patient effects were reported by the customer.